Manufacturer narrative:
The "date of this report" and "date received by MFR" provided in the initial medwatch report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a missing o-ring, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called to report that a piece broke off at the reservoir compartment and the reservoir would not click or stay in place. The customer did not know how the damage occurred. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced and to return their device back for analysis.